Event description:
The pump was returned to the manufacturer from an unknown source. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance. (B)(4).